Manufacturer narrative:
The returned ingenio was analyzed, and functionally passed all returned product testing, with no further information to indicate a product performance issue, we have concluded that no problem was detected.

Event description:
It was reported that this device was explanted and replaced due to an unknown reason. It was noted that the device was replaced without complication. Besides surgical intervention, no adverse patient effects are associated with this event. This device was received for analysis.

Event description:
It was reported that this device was explanted and replaced due to an unknown reason. It was noted that the device was replaced without complication. Besides surgical intervention, no adverse patient effects are associated with this event. This device is not expected for return. A good faith effort will be submitted to obtain additional information as to why this device will not be returning for analysis.